Manufacturer narrative:
One device was returned for investigation in good condition on visual inspection. During the manufacturing process, cuffs are tested over a 12 hour period. If a cuff does not pass the inflation test, it is rejected. The 12 hour test was repeated on the returned cuff. The cuff was deflating during inflation. The source of the leak was found to be a tear in the cuff. Due to the inspection done during manufacturing, most probable root cause is unintended customer error. Device history review showed no non-conformities during manufacturing with the reported lot number.

Event description:
It was reported that the tube cuff would not inflate while using. The healthcare professional changed the tube. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.